Event description:
Pump declared a cartridge change error, but there was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer followed instructions from technical support, which included inspecting and cleaning components of the pump, and successfully completed the load process to resume insulin delivery.